Manufacturer narrative:
Phone number: (B)(6). The user facility submitted medwatch # (B)(4) for this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed from the top of the filter on a prismaflex m150 set. The event occurred during an unspecified therapy stage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.